Event description:
The customer reported that the insulin pump had a battery alarm and the battery has been changed three times, but the alarm could not be cleared. Troubleshooting was performed. The customer stated that the device had a frozen display, and the time on the device was not advancing. The customer also mentioned that the buttons were unresponsive, and there was an alarm that occurred during or after the buttons stopped functioning. The blood glucose reading was 145mg/dl. Advised the customer to let the insulin pump rest for two hours, but the anomaly persists. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
No button response due to corroded keypad traces. Unable to confirm unexpected battery out limit alarms due to keypad anomaly. The insulin pump was monitored. No frozen display anomaly noted.